Event description:
Healthcare professional reported right side "stage 2 shell, color modification, pain in breast and effusion/lymphorrrhea". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are edema and capsular contracture physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema and capsular contracture, baker grade unknown.